Event description:
Three blood leaks occurred with one pt after start of hemodialysis treatment in the same lot number. All leaks were observed visually. The blood loss volume was 200ml each. The dialyzers were at its 5th reuse (2004), 2nd reuse (3 days later) and 3rd reuse (4 days after) respectively. The pt was well and no medical treatments were given.